Event description:
It was reported that an amia automated pd cycler set had a connection issue; further described as "the lure lock at the end seemed stripped and the connection to the bag seemed tight but was still able to be twisted." When another bag was to be connected, the first bag disconnected from the cassette. This occurred during setup for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connection was performed between the red shrouder and an in lab patient connector and there were no leaks or issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.